Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was involved in an incident where an arterial catheter IV site clotted of. This incident occurred shortly after (the customer did not know the exact time) their conversion to baxter in 2011. This event occurred in the neonatal intensive care unit (nicu) while infusion heparin at a rate of either .5 or 1 ml/hr. It was further reported that there was no pt injury.